Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the pulse generator exhibited diagnostics anomaly. No intervention was performed. The patient would continue to be monitored.